Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 12/26/2022 by a arthrex employee via email that an ar-7202 fiberwire needle broke during use. Case involvement, device breaks during use.